Event description:
It was reported that the patient had two tears on their driveline. Stretch and seal were added to both tears. It was noted that no alarms were present at the tie. Log files were submitted for review and captured mainly routine events throughout the log. It was later said that the driveline damage had worsened.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photos confirmed the report of damage to the patient¿s driveline; however, a specific cause for the damage could not be conclusively determined through this evaluation. It was reported that the patient had two tears on their driveline and stretch and seal was applied to both tears. This damage to the driveline was noted to have worsened since originally reported (B)(6). No alarms were reported. Review of the submitted photos of the patient¿s driveline revealed two areas of damage to the outer jacket of the pump cable, one near the inline connector bend relief and one near the patient¿s driveline exit site. The damage near the exit site revealed the underlying armor layer which appeared intact. The damage near the inline connector bend relief revealed some damage to the armor layer and the underlying bionate layer appeared intact. Review of the submitted log files did not reveal any notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.